Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device failed to achieve hemostasis. The staff held manual pressure. After patient ambulated to use the restroom, they complained of severe leg pain. It was discovered that the patient no longer had a pedal pulse. Vascular surgery was consulted, and the patient had a procedure to have the angio-seal device removed from their artery. The vascular surgeon had to open the patient's leg and remove the collagen from the artery. The patient's condition was stable, and the procedure was a success. Additional information was received on 28feb2020. A 6fr sheath was used. A pre-deployment angiogram was performed. Per the staff they said the physician may have been going too fast and may not have followed proper deployment procedures.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.